Event description:
Remote monitoring alert failure following electrical reset situation: the patient underwent dccv [direct current cardioversion] on [redacted]. A remote transmission received on [redacted]-3 days later indicated an electrical reset, which was addressed remotely per carelink prompts. A carelink summary report dated [redacted]-12 days after dccv revealed that alerts have not been transmitting since the reset, resulting in 15 missed alerts as patient has been consistently connected including brady tachy and af [atrial fibrillation] alerts. Background: post-reset carelink messaging indicates there is ¿no reason for monitoring?¿ suggesting alert functionality is inactive despite ongoing connectivity. This created a lapse in expected remote monitoring alerts. Medtronic carelink technical support was contacted for further evaluation. Assessment: based on transmission review and vendor input, the issue is most consistent with device clock corruption following electrical reset. The device cannot reliably generate or transmit alerts as designed, and remote monitoring is currently unreliable. Recommendation: per carelink technical support, the patient must be scheduled for an in-office device interrogation with industry representative support to reset device programming, patient identifiers (name and dob [date of birth]), and device clock. Until this intervention is completed, the device should be considered unable to provide dependable remote alerts, and alert-based remote monitoring should not be relied upon. Dr. [Redacted] (today pin provider) --the patient¿s next scheduled appointment is currently in [redacted]-the following month. I will notify the administrative team to have the patient rescheduled for an earlier in-office assessment to address the device issue. Manufacturer response for remote monitoring device and platform, carelink/ linq ii (per site reporter).